Event description:
The customer reported that the 6800 system had half the image blocked during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier cover was installed during the service call. The system was tested and found to be working as intended and put back into service.